Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the bio-medicus nextgen femoral arterial or jugular venous cannula was opened and inserted, it had a noticeable cut and an abnormal shape compared to the expected design on the red part. The use of the device was unspecified. It was unknown if there were any complications as a result of the event.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/crack in the connector. The hemostasis cap was not returned. E vidence of the damage/crack was provided. Reason for return was confirmed. D3. MFR name & d3.6 postal code: these fields were corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.it was reported that when the bio-medicus nextgen femoral arterial kit was opened and inserted, it had a noticeable cut and an abnormal shape compared to the expected design on the red part. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the hemostasis cap was used when the introducer was inserted into the cannula body connector. There was no patient blood loss. No blood transfusion was required. The cannula was used because the team did not immediately notice the issue. After inserting the cannula, with the red of the blood, they noticed the anomaly of the cannula. They only noticed that the cut was present in the post-surgery. They confirmed that the cannula would have been replaced if the cut had been observed before. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.